Event description:
A healthcare professional reported left side "rupture." Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported will have to perform an explant surgery for a broken device. This record relates to unknown side. No further details provided. Device remains implanted.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported, will have to perform an explant surgery for a broken device. This record relates to unknown side. No further details provided. Device has been explanted and discarded.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.